Manufacturer narrative:
The investigation for automated impella controller (aic) - controller error (yellow alarm) has been completed. The console rebooted in response followed by an unexpected shutdown alarm confirming what was reported clinically. Therapy was resumed before the pump was unplugged and the console was shutdown. Device analysis: the failure mode was not reproduced during investigation on engineering lab bench. The input / output (io) graphics was force shutdown using a telnet command and the console responded the same as in the field. Root cause: the cause of the aic issue was the 3rd party hardware/software that runs io-graphics. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-16735. D6a and d6b should have been left blank. E4 should have been left blank. G1 reporting contact fax number missing.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported that during impella cp support for 59-year-old female patient, the console generated a white alarm that stated unexpected controller shutdown. It prompted twice and both times, the automated impella controller (aic) screen went blank and rebooted. There was no patient harm. The controller was exchanged.